Manufacturer narrative:
Returned device was received in fair physical condition. During the evaluation of the device, the reported issue was confirmed. The fault was found to be caused by a damaged mount block assembly from normal wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the broken air detector door would not stay closed. No patient injury or complications were reported in relation to this event.